Event description:
It was reported that while disconnecting the extension from the lead, the doctor noticed that the distal portion of the lead had curled around the collar that contained the set screw. The extension had to be disassembled in order to disconnect the lead. The doctor believed that the collar rotated while the set screw was being tightened during the initial implant and could have potentially damaged the lead. The lead was inserted into a new extension and impedance testing indicated that the lead was functional. The patient had no injury and recovered without sequela following the device removal.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: 2002-(B)(6), explanted: 2012-(B)(6), product type extension product ID 3387-40, lot# j0208444v, implanted: 2002-(B)(6), product type lead. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the extension, serial no (B)(4), found the distal end molded rubber cut. No significant anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.